Manufacturer narrative:
November 7, 2007; the final response from the MFR is pending.

Event description:
It was reported that the device could not be interrogated following external defibrillation. It was also reported that the patient was and remains unconscious. The files from the programmer that was used were sent to the MFR for review. The MFR has recommended explantation.